Event description:
The hcp reported the pt had no therapy anymore. A catheter test showed the catheter to be fine. A rotor study showed the rotor did not move at all and there was no battery alarm. The pump and the catheter were explanted and replaced.